Event description:
Caller reported a cgm error and contacted support for assistance. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset, and the caller was guided through the process. After the reset, the cgm error did not appear again, and the caller successfully started their sensor session.